Event description:
The customer reported that the insulin pump had a blank display. The customer stated that the insulin pump was dropped and failed. Troubleshooting was performed and a crack around the battery compartment was noticed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a broken solder joint on the interface board. Further testing was not performed due to the blank display.